Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
The customer's report was observed during review of the device logs. However, the device was put through extensive testing including power cycle testing multiple times, bench handling, and defib cycle testing without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed "defib disabled" and "pacer disabled" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.